Event description:
This is a report by a physician from (B)(6) of peritonitis in a patient performing peritoneal dialysis. In 2009, the patient experienced an exit site infection and peritonitis. The physician stated the peritonitis was due to the exit site infection. On an unreported date, the exit site infection and peritonitis were resolved. The male patient was in his twenties.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s